Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a display (blank display) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-may-2019 with the following findings: during investigation, moisture damage was observed in the battery compartment. The pump was unable to power up. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal along the grip pad causing a leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .